Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that the customer's insulin pump stopped working this morning. Customer stated that she tried to change out the pump and the screen went blank. Customer stated that the screen came back and it said that the battery needed to be changed. Customer was trying to change out the battery and kept receiving failed battery tests. Customer was using an (B)(6) battery. Customer stated that the pump would not prompt to insert a new battery. Customer was advised that the insulin pump will be replaced. Customer's blood glucose was 10.3 mmol/l a little while ago. Customer confirmed multiple times that a battery had not been in the pump. Customer attempted to put the pump in storage mode and received a failed battery test alarm. Customer was assisted with clearing the alarm. The pump still did not prompt the customer to insert a new battery. Customer was also advised to discontinue use of the pump and revert to a back-up plan.